Manufacturer narrative:
D4: wrong serial number provided in initial MDR b5 - the reporter indicated that a 13.2mm vticm5_13.2 -2.50/+6.0/097 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od). Refractive surprise and blurry vision reported. The lens was repositioned on (B)(6) 2021 which did not resolve the problem. The lens remains implanted. Reportedly mistake was made with mixing up the serial numbers. They ordered the same lens for the same patient under 2 different doctor names. An analysis was made based on the wrong lens. The information correct lens implanted has a different iod and now probably a new analysis is made with the correct iod. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
He reporter indicated that a 13.2mm, vticm5_13.2, -2.50/6.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Refractive surprise was observed, the lens was repositioned on (B)(6) 2021 but this did not resolve the problem. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.